Manufacturer narrative:
Result: [-1] the pet lock was broken. The pusher assembly was fractured approximately 5.0 and 8.0 cm, and the sr wire was frayed and extruding from the fractures. The pusher assembly was also kinked approximately 42.0 from the proximal end. The coil was intact with the distal detachment tip (ddt). [-2,-3] there was no visible damage to the px slim or the handle. Conclusion: the complaint has been evaluated. The complaint indicated that during a procedure, the physician was unable to detach the pc 400 coil. The procedure continued successfully using the same px slim and detachment handle, and 7 new coils. Evaluation of the returned [-1] pc 400 coil revealed the pusher assembly was fractured. This type of damage typically occurs due to improper handling during use. If the pc 400 coil is manipulated forcefully at an angle during use, the pusher assembly may fracture due to excess force and bending. [-2] further evaluation revealed the px slim had no visible damage and was functional, and that [-3] the handle was out of specification and non-functional. The handle may have become out of specification due to using it with the damaged pusher assembly of the pc 400 coil. Pc 400 coils and handles are 100% functionally tested during process inspection, and px slim microcatheters are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the right internal iliac artery (iia) using penumbra coil 400 (pc400) coils. During the procedure, the physician successfully deployed and detached three ruby coils in the aneurysm. Was unable to detach the fourth pc400 coil using a penumbra coil 400 detachment handle. The physician successfully removed the ruby coil and the procedure continued using new pc400 coils and the same detachment handle. There was no report of an adverse effect on the patient.